Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: (B)(6) 2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving dilaudid at an unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as spinal pain, trunk/limbs chronic/intractable pain, and other. It was reported that the patient was in for a fusion procedure and the surgeon cut the catheter. They were going to repair it. The patient had scoliosis and that was the reason they were doing the fusion procedure. No symptoms were reported. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that they had tried unsuccessfully to splice an 8598 catheter segment to the existing segment. The pump remained implanted at minimum rate. There were no further complications reported at this time. Additional information was received from a manufacturer representative. It was reported that the issue was not with the pin connector/collet, it was another issue. There were no further complications reported at this time.